Manufacturer narrative:
A chest x-ray determined the set screw was not fully engaged with the rv lead. The therapies were deactivated until the rv lead was revised. At the lead revision to check the set screw, it was found that the lead had a fracture at the proximal end. The noise was able to be reproduced and the impedance was greater than 3000 ohms. The rv lead will be explanted. No patient complications have been reported as a result of this event. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A save to disk review found the lead integrity alert triggered with a patient alert for lead failure predictor on (B)(6) 2011. Also, there was varying resistance/impedance and weekly pace impedance trend data show varying impedance increases for max ventricular pace bi impedance equal to 836 to 1824 ohms range between (B)(6) 2010 and (B)(6) 2011. High resistance/impedance with a patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012. Daily pace impedance trend data shows an increase for ventricular pace bi impedance equal to 684 to 4047 ohms peak between (B)(6) 2012 and (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the right ventricular (rv) lead triggered the lead integrity alert from two non-sustained tachycardia episodes with 1 second duration and that there was noise on the electrogram (egm) for the rv ring to tip on the stored events. It was noted that pocket manipulation and isometrics were negative and the sensing integrity counter had been 30 over approximately the two prior months. Also the impedance trend has been stable, but is trending up. The lead remains in use. It was later reported the patient was seen in the emergency room for feeling their heart beating in their chest. Also, the lead integrity alert triggered due to the sensing integrity count. Interrogation showed the rv lead impedance was greater than 3000 ohms and the lead trend had a history of lead impedance measurement excursions.

Event description:
It was reported the right ventricular (rv) lead triggered the lead integrity alert from two non-sustained tachycardia episodes with 1 second duration and that there was noise on the electrogram (egm) for the rv ring to tip on the stored events. It was noted that pocket manipulation and isometrics were negative and the sensing integrity counter had been 30 over approximately the two prior months. Also the impedance trend has been stable but is trending up. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A chest x-ray determined the set screw was not fully engaged with the rv lead. The therapies were deactivated until the rv lead was revised. At the lead revision to check the set screw, it was found that the lead had a fracture at the proximal end. The noise was able to be reproduced and the impedance was greater than 3000 ohms. The rv lead will be explanted. It was further reported the rv lead had no sensing or capture in the bipolar configuration, however sensing and capture were apparent in an integrated bipolar configuration. The pace/sense portion of the rv lead was capped and replaced by the left ventricular lead and the high voltage portions of the rv lead remain in use. No patient complications have been reported as a result of this event. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A save to disk review found the lead integrity alert triggered with a patient alert for lead failure predictor on (B)(6) 2011. Also, there was varying resistance/impedance and weekly pace impedance trend data show varying impedance increases for max ventricular pace bi impedance equal to 836 to 1824 ohms range between (B)(6) 2010 and (B)(6) 2011. High resistance/impedance with a patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012. Daily pace impedance trend data shows an increase for ventricular pace bi impedance equal to 684 to 4047 ohms peak between (B)(6) 2012.